Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system did not have enough power near the end of a laser procedure. Additional information has been requested.

Manufacturer narrative:
Scope: the system was examined. The equipment had low power output when it was connected to an ophthalmoscope. However, the ophthalmoscope is an obsolete product and there are no spare parts available for replacement. The company representative tested the system by connecting probe and found it to meet specifications. The system was manufactured on june 20, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Lio: the system was examined and was found to be below specifications. However, the ophthalmoscope is no longer manufactured. Therefore, service could not be provided. The root cause of the reported event can be attributed to non-conforming eyelite lio system however, the root cause cannot be determined conclusively since the product is obsolete. The manufacturer internal reference number is: (B)(4).